Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and did continuity resistance test and sensor failed per specification.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose level was 66 mg/dl but her blood glucose level was 110 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.